Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive result of 0.26 ng/ml on a 87 year old male patient with chest pain, giddiness, & dizziness. Thre was no additional patient information. Method date collected tested result sample I-stat (B)(6) 2024 10:41 11:06 0.26 wb I-stat (B)(6) 2024 ni ni <0.01 wb I-stat (B)(6) 2024 ni ni <0.01 wb at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-sep-2024. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Ctni cartridge lot b23327 could not be tested as the lot expired on 23-jun-2024, prior to 16-jul-2024, when the issue was communicated to apoc. No deficiency has been identified for ctni cartridge lot b23327.